Event description:
The customer stated that her meter readings had been high. While troubleshooting, she performed control tests and received readings of 332 and 324 mg/dl. The normal control range is 89-122 mg/dl. The customer did not allege any adverse events. The test strips were returned for evaluation, and replacement test strips were sent.

Manufacturer narrative:
The qa lab found the test strips to read an average of 253 mg/dl high, out of specification. This complaint was missed initially by customer service, so it will be submitted past the 30 day window.